Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis found complaint unverified, battery charged when placed in known good controller and was read by battery pack reader and met specification requirements. Device scrapped due to broken tab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp serial: (B)(6) product type: 0001-accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their device was not charging and the issue began about 3 or 4 days ago. Patient stated that they spoke with a manufacturer representative (rep) and the rep said that they need a new battery. Patient stated that the top part of the battery was charging but the bottom half was not; agent understood this to mean that the top battery icon of the controller was taking a chare, but the implant icon battery was not. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Patient inserted the battery pack and stated that there was no green flashing light on the controller but there was a green light on the ac power supply cord when plugged into the outlet. Agent attempted to have the patient start a charging session. Patient connected the recharger to the controller and the controller did not power on. Patient noted that the controller screen was blank. Patient attempted to press the up and down arrow buttons on the screen but the screen did not respond. Agent had the patient check that the battery was in the controller all the way and advised the patient to take the battery out and re-insert it. Patient stated that the battery is back in the controller and that the screen is still blank. The issue was not resolved. A replacement battery pack was sent out. No symptoms were reported.  (B)(6) 2023 rpl 404243  rtg0500584 (con): additional information was received from a patient (pt). It was reported that they received the replacement battery pack and it was still not working. During the call patient denied damages in the battery compartment. Patient removed the battery pack and plugged the ac power supply cord into the controller. Controller powered on. Patient inserted the battery pack and green light was solid above the screen. Patient got the battery low recharge implanted device message. Patient plugged the recharger and the controller was unresponsive. No damages on the recharger. A replacement recharger (rtm) was sent out.